Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image was performed and the permanent cautery hook instrument appeared to have a broken pitch cable.

Event description:
It was reported that during a da vinci-assisted surgical cholecystectomy procedure, the permanent cautery hook instrument was noticed to have a broken pitch cable. The procedure was converted to laparoscopic surgery with no report of patient harm.